Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29124 - device 4 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced 4 infusion sets cannula being crimped on (B)(6)2024. The symptoms were seen 3 or more hours after insertion, after being in use for 5 hours. The issue led to increase in blood glucose level and treated with correction injection via multiple daily injection. No further information available.